Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a customer opened an intra-aortic balloon (iab) and noticed that a stylet was not in the central lumen of the balloon. Customer thought this was a manufacturing mistake and did not use the balloon in the patient. Customer opened another balloon with the same result. Customer used the second balloon. The customer was informed that the balloons are no longer shipped with stylets in the central lumen. There was no reported injury to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a customer opened an intra-aortic balloon (iab) and noticed that a stylet was not in the central lumen of the balloon. Customer thought this was a manufacturing mistake and did not use the balloon in the patient. Customer opened another balloon with the same result. Customer used the second balloon. The customer was informed that the balloons are no longer shipped with stylets in the central lumen. There was no reported injury to the patient.